Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all info known by the reported upon query by hospira personnel.

Event description:
The customer reported that during preventative maintenance testing at the user facility, the device alarmed for a whitescreen error. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional info was provided.